Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, left hip. Reason for revision: pain. Decubitus on the right side. Preparation of the operating field. Posterolateral surgical access. When the fascia is sectioned, the external rotators are highlighted and are dissected distally. Capsulotomy, hip luxation and femoral neck section. Once the head has been removed, the capsulotomy is completed and, with dedicated instruments, the acetabulum is prepared and the asr cup diameter 44 is implanted. The femoral canal is then prepared and the stability of the implant is assessed with the last rasp and trial head. Removed the temporary implant, the definitive corail stem n12s with metal head mm39 neck s is implanted. Reduction of the implant and verification of stability. Control of hemostasis, drainages, suture of the fascia, and suture of the subcutis and skin. Doi: (B)(6) 2005 - dor: (B)(6) 2015 (left hip).